Event description:
(B)(6) female customer reported r1547 steri-strip closures were applied to her left radial osteotomy incision. The steri-strip closures were removed 36 hours after application due to pain and burning. She reportedly developed a severe reaction. The area on one side of the incision was red and had pin sized hives under the outer edge of where the steri-strips had been applied. On the other side of the the incision, the skin was red and abraded along the entire forearm. She reported blisters developed which eventually popped. She reportedly used a & d ointment for treatment. The reaction took about 3 weeks to heal and the skin is still sensitive and pink/red in color.